Manufacturer narrative:
Product number 340-4111, lot number d012438 is currently under recall z-1439-2011.

Event description:
Information received indicates the customer experienced air-in-line alarms.